Event description:
Related manufacturing reference number: (B)(4). It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. Post fixation, it was noted that the lp exhibited high impedance and intermittent capture. The lp was repositioned with the same results. The lp was then removed and the patient experienced a drop in blood pressure along with endocardial tissue on the helix. A pericardiocentesis and open heart surgery were performed. The patient was stable.

Manufacturer narrative:
The reported event was perforation. As received, a catheter was returned in one piece with attached device and trace of blood was noted at the distal cap region. X-ray examination found the torque coil was offset in multiple locations distal to transition zone. Visual examination of the catheter did not find any anomalies.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.